Manufacturer narrative:
Medwatch #2017233-2017-00543 was sent in error. Additional received information determined that this event is not reportable to the FDA and therefore the medwatch (and supplementals) will be retracted.

Event description:
An article in the e. Journal of cardiovascular medicine (¿need for hypogastric artery preservation in endovascular repair for aorto - iliac aneurysms¿) reviewed 112 patients that had endovascular repair of abdominal aortic aneurysm along with aneurysm involving the iliac vessels that required consideration for closing one (95) or both (17) hypogastric arteries. It was stated that in 12 cases gore® excluder® iliac branch endoprostheses were used. The article states that at the 1 month post-operative CT-scan fourteen type ii endoleaks out of the 112 patients were detected. Among these, two patients required inferior mesenteric artery embolization for a persistent type ii endoleak with aneurysm growth, respectively 18 and 31 months after the evar procedure. The physician informed gore that the mentioned type ii endoleaks that required intervention were not gore devices.

Manufacturer narrative:
(B)(4). Lot/serial numbers were not provided, therefore, a review of the manufacturing records could not be conducted. Therefore the published date of the article was used.per the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to endoleak and aneurysm enlargement.

Event description:
An article in the e. Journal of cardiovascular medicine (¿need for hypogastric artery preservation in endovascular repair for aorto - iliac aneurysms¿) reviewed 112 patients that had endovascular repair of abdominal aortic aneurysm along with aneurysm involving the iliac vessels that required consideration for closing one (95) or both (17) hypogastric arteries. It was stated that in 12 cases gore® excluder® iliac branch endoprostheses were used. Additionally it was stated that in 3 cases that were treated with the ¿double barrel¿ technique, the gore® excluder® aaa platform was used. The article states that at the 1 month post-operative CT-scan fourteen type ii endoleaks out of the 112 patients were detected. Among these, two patients required inferior mesenteric artery embolization for a persistent type ii endoleak with aneurysm growth, respectively 18 and 31 months after the evar procedure. A definite allegation on a gore device in relation to the above mentioned endoleaks was not stated.